Event description:
The customer reported that the monitor had a blurry picture. The issue was found during a transurethral resection of the prostate. The procedure was prolonged 5 minutes but was completed by removing the camera head and using a telescope. There were no reports of harm. The device was returned for evaluation. During the device evaluation, it was found that the monitor turned off unexpectedly. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation. The device evaluation found that the power supply unit was defective and causing monitor to power off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e1 (address should not be filled), e2, e3 and g2 ("health professional" and "user facility" should not be marked). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, it was presumed that device does not start occurred due to electronic board failure, and procedure delayed occurred. Olympus will continue to monitor field performance for this device.